Manufacturer narrative:
A ge svc rep performed an on site investigation. The old data was deleted from the hard drive, the lemo pin connector was repaired, and the ps1 5 volt power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9600 sys would not save images during a case. No pt injury was reported.